Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2006; 5076-45, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was capturing the right ventricular (rv) tissue. The lead was partially explanted, capped and replaced. It was additionally noted that the patient was experiencing chronic atrial fibrillation (af) and venous access was occluded. The right atrial (ra) lead was removed to create access and the port was pin plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.